Manufacturer narrative:
Outcome attributed to ae. To reflect the correct updated information. Internal complaint number: tw (B)(4). Autonumber :# (B)(4). The hsk iii device was returned to factory for evaluation. Clinical use and evidence of blood were observed. A visual inspection was conducted. The delivery device was returned inside the loading device. The seal and the tension spring assembly were returned outside of the loading device and delivery device. The seal was returned in a complete unravel state and completely detached from the tension spring assembly. Leak seal could not be identified due to the unraveled state of the seal. The tether on the tension spring assembly was not cut. Sign of blood were observed on the seal and in the lower crevice of the delivery device. The blue slide lock was dis-engaged and the plunger was completely depressed. No other visual defects were observed. The following measurements of the delivery tube were taken: the inner delivery tube diameter was measured at .197 inches, the outer diameter was measured at .220 inches. The length of the delivery tube was measured at 2.50 inches. The values recorded were within the tolerance specifications. Based upon the received condition of the device, the reported failure "leak¿ was not confirmed but the reported failure ¿detachment of device or device component¿ and analyzed failure modes "unraveled; seal¿ and ¿premature deployment" were confirmed.

Event description:
The hospital reported that during a coronary artery bypass procedure, hs iii proximal seal seemed to be deployed in the patient's aorta, but it was unable to stop bleeding. According to the surgeon, as soon as he ¿touched¿ the tension spring to adjust, it came off from the assembly. (The tether was not yet cut off.) Then, he removed the proximal seal by pulling; no resistance or difficulties were seen at this time. The surgeon used his finger to control bleeding while preparing another heartstring iii and completed the procedure without further issue. A replacement device was used to complete the procedure. The hospital did not report any patient effects.

Manufacturer narrative:
(B)(4). A lot history record review was completed for the reported product lot number. There were no ncmr¿s for the reported lot number. The device has not yet been returned to maquet cardiac surgery for evaluation. We are following up with the customer for the return of the device. A supplemental report will be submitted if the device is received.

Event description:
The hospital reported that during a coronary artery bypass procedure, hs iii proximal seal seemed to be deployed in the patient's aorta, but it was unable to stop bleeding. According to the surgeon, as soon as he ¿touched¿ the tension spring to adjust, it came off from the assembly. (The tether was not yet cut off.) Then, he removed the proximal seal by pulling; no resistance or difficulties were seen at this time. The surgeon used his finger to control bleeding while preparing another heartstring iii and completed the procedure without further issue. A replacement device was used to complete the procedure. The hospital did not report any patient effects.

Event description:
The hospital reported that during a coronary artery bypass procedure, hs iii proximal seal seemed to be deployed in the patient's aorta, but it was unable to stop bleeding. According to the surgeon, as soon as he ¿touched¿ the tension spring to adjust, it came off from the assembly. (The tether was not yet cut off.) Then, he removed the proximal seal by pulling; no resistance or difficulties were seen at this time. The surgeon used his finger to control bleeding while preparing another heartstring iii and completed the procedure without further issue. A replacement device was used to complete the procedure. The hospital did not report any patient effects.

Manufacturer narrative:
Internal complaint number: tw #(B)(4). Autonumber : # (B)(4).